Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was getting consistent right master tool manipulator (mtmr) faults and had to disable mtmr. Technical support engineer (tse) had customer power cycle the system and the fault returned immediately on startup. Tse advised customer that they could bring in a secondary surgeon side console (ssc), customer is going to discuss their options with the surgeon. Later, customer called back and asked they can use another ssc for the system. Tse explained that yes, they can as long as it is on the same software. Tse verified that the software was compatible. The customer will attempt to set up with the ssc from sk6611. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed in artemis and successfully replicated on sftp. Functional testing on the sftp resulted in a failure on axis 2. Troubleshooting was performed by isolating associated components, including the motor cable and sensor assembly, which were removed, inspected, and tested with no faults identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the master tool manipulator (mtm). This issue can be resolved by replacing the part.